Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect gen.2 sodium results for 20 patient samples over the course of one day. Specific data was requested but was not provided. The customer stated the results were "around 8-9 mol/l higher" than they should be. The questionable results were sent to the doctor who did not trust the results. The laboratory retested the samples and had results in the "normal" expected range. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided. The field service representative readjusted the sample probe and was told by the customer that the sample probe had crashed on the sample probe cleaner one week ago. The field service representative found an issue with the tubings from the naoh-d bottle and he checked the wash station. Follow up with the customer confirmed they did not observe any abnormalities. The investigation found that based on the provided information, the most probable root cause could have been issues with the cuvette wash station leading to traces of sodium ions in the ise dilution cuvette coming from the naoh-d washing solution. This was corrected by the service actions.